Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's incision site was not healing well and opening up. As a consequence, the patient had a pocket revision. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective therapy.